Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's lead had high impedances. The patient underwent a replacement procedure wherein an MRI lead was implanted and was doing well postoperatively. Explanted lead will not be returned.